Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. An x-ray is expected to be completed at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.